Manufacturer narrative:
The filler was injected into the patient and is not available for return. A review of the device history record has been initiated. The investigation is on-going; any new, changed or updated information will be included in the corresponding manufacturer's report. As with all transcutaneous procedures, soft tissue filler implantation carries a risk of infection. This is a known potential adverse event addressed in the product labeling and risk management file.

Event description:
The healthcare professional reported injecting evolysse smooth subdermally into the cheeks of a patient on (B)(6) 2025. The patient experienced a hard, raised, and reddened area on the left cheek. On (B)(6) 2025, the patient experienced a decrease in the swelling but the area became tender to the touch. Then on (B)(6) 2025, the patient was diagnosed with cellulitis and prescribed keflex.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The production records for the lot were reviewed, and no deviations were found during production that would relate to the reported event; the device met all specifications. As with all transcutaneous procedures, soft tissue filler implantation carries a risk of infection. This is a known potential adverse event addressed in the product labeling and risk management file. Follow up 1: b5: added more details of the chronological description of events with specific dates, treatment with hylenex, and patient's current status. B6: added date of CT scan performed. F10: replaced code 4614 serious injury/illness/impairment with 4619: temporary impairment; as the patient has had a resolution of symptoms. H11: updated investigation status.

Event description:
The healthcare professional injected evolysse smooth subdermally into a female patient's cheeks on (B)(6) 2025. By (B)(6) 2025, the patient developed a swollen, pink, and tender area on her left cheek. She consulted a different dermatologist and was diagnosed with cellulitis, for which she received a seven-day course of keflex. After completing the medication on (B)(6) 2026, the affected area felt firm. On (B)(6) 2026, the area was treated with a 0.5ml injection of hylenex; at the patient's request, another 1ml was injected the following day. By (B)(6) 2026, the firmness had moved lower on her left cheek, prompting another 1ml injection of hylenex. An inconclusive CT scan was reported on (B)(6) 2026. The primary care physician advised discontinuing product dissolution and prescribed another round of keflex. Updated photos sent by the provider after the second keflex course showed that the swelling and redness had resolved as of (B)(6) 2026.